Manufacturer narrative:
A returned product evaluation was unable to be completed as no device was returned for investigation. In addition, the lot number was unknown, so a review of the lot manufacturing records could not be completed. Based on the limited information, the cause of the separation is undeterminable.

Event description:
The introducer was placed over the micro wire after the initial arterial puncture, when the physician went to exchange the introducer out, only the top of it came out; the sheath was broke apart from the top. Both items were removed from the artery. No harm to patient was reported.